Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose level. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 230 mg/dl while wearing the pod for longer than 48 hours. The patient was feeling jittery and confused. The patient removed the pod from the infusion site, (arm). Once at the hospital the patient was diagnosed with hyponatremia. The patient was treated with intravenous fluids. The patient was released from the hospital the same day as the event. The pod ill not be returned as it has been discarded.